Manufacturer narrative:
Failure mode description: state of failure: ventilation. Affected component: blower module. Failure effect: device alarms with high priority technical event: 231009 (alarm blower speed low). Ventilation continues. Root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.